Event description:
The report received from (B)(6) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the proximal right internal carotid artery (rica) target lesion during the index procedure. A 6 mm angioguard embolic protection device was used. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Four days after the procedure the patient expired. The cause of death was listed as 'other'-cardiomegaly/concentric cardiac hypertrophy. The event was reported to be unrelated to a cordis product/index procedure. The patient was asymptomatic for the procedure. The proximal rica target lesion was reported to be: a 90% stenosis, 20 mm. In length, 7 mm. Reference diameter, severely calcified, moderately tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 10%. Addendum: additional information was received/sapphire adjudication minutes were reviewed. The committee agreed with the coding of death, cardiac. The committee disagreed with the coding of mi/myocardial infarction. This event had been captured as a non-complaint for unspecific death. The file will be updated with the removal of the non-complaint and the addition of a complaint for cardiac death, procedure related per adjudication and processed accordingly.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Amended (B)(6). The report received from the sapphire study indicated that four days post implantation of a precise stent, the (B)(6) patient expired. The adjudication committee agreed with cardiac death, procedure related. The patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the proximal right internal carotid artery (rica) target lesion during the index procedure. A 6 mm angioguard embolic protection device was used. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Four days after the procedure the patient expired. The patient was asymptomatic for the procedure. The proximal rica target lesion was reported to be: a 90% stenosis, 20 mm. In length, 7 mm. Reference diameter, severely calcified, moderately tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 10%. The patient's medical history includes: hyperlipidemia, cardiac arrhythmia, diabetes mellitus, hypertension (systolic>140, or diastolic>90, or requiring medication). The product remains implanted in the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death is a potential adverse event associated with carotid stenting. Review of the information available suggests that the patient factors (advanced age and pre-existing risk factors in the medical history) may have contributed to the event. It is not possible to determine if a relationship exists between the precise stent and the patient's death. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.